Event description:
Case description: investigation results: name: novofine needles batch number: unknown no investigation was possible, because neither sample nor batch number was available. Name: ozempic, batch number: unknown no investigation was possible, because neither sample nor batch number was available. Since last submission the case was updated with the following: investigation results were updated, narrative updated accordingly, company comment updated. Company comment: 29-may-2019: as the device (novofine) has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus case 657444. The reported event is listed. This single case report is not considered to change the current knowledge of the safety profile of ozempic. Evaluation summary: name: novofine needles batch number: unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
Accidentally needle stick [injury associated with device]. Case description: this serious spontaneous regulatory authority case received via FDA (us food and drug administration) from the united states was reported by a consumer as "accidentally needle stick" beginning on (B)(6) 2019, and concerned a male patient (age not reported) who was treated with novofine (needle) from unknown start date due to "device therapy", ozempic 1.0 mg 1.5 ml (semaglutide) from unknown start date due to "drug use for unknown indication" (dose and frequency unknown), medical history was not provided. On (B)(6) 2019, the patient was accidentally stuck while using novofine needle. The patient was treated by disinfecting the injury and (B)(6). Information regarding batch number of suspect product requested. Action taken to novofine was not reported. Action taken to ozempic 1.0 mg 1.5 ml was not reported. The outcome for the event "accidentally needle stick" was not reported.